Event description:
The neurosurgical resident reported leakage of the device in which the unit was removed and replaced. It was further reported that he has observed leakage on other occasions and the leakage occurs at the juncture where two pieces are glued together. Product was disposed of and not available for return or evaluation.

Manufacturer narrative:
The device is not available for return and evaluation. An investigation has been initiated based on the reported information.